Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024, it was reported by the customer that lost a cannula because of tape not sticking. The customer knee down to pick up something and the sticker felt down. No further information was available